Event description:
It was reported that the patient experienced pain at the pocket site. It was further noted that the patient felt ¿it was warm all the time.¿ it was noted that the patient¿s device was in the left buttock and it was ¿low enough that he sat on it.¿ it was noted that the patient ¿never turned it off¿ and ¿refused secondary to return of pain from break in therapy.¿ itwas noted that the patient saw the health care professional (hcp) a few days prior to the report, and she did not feel any external warmth or discoloration at the pocket site, but she did feel that the device should be moved up high in the body. It was noted thatthe patient was going to turn his device off for a while to see if the warm sensation was relieved by not using the device. It was noted that a pocket revision was planned, but the date was unknown.

Manufacturer narrative:
Concomitant products: product ID 377760, lot # v006165, implanted: (B)(6) 2006, product type lead; product ID 377760, lot # v006165, implanted: (B)(6) 2006, product type lead; product ID 37746, serial # (B)(4), product type programmer, patient; product ID 37754, serial # (B)(4), product type recharger; product ID 3708220, serial # (B)(4), implanted: (B)(6) 2013, product type extension; product ID 3487a-45, lot # v532255, implanted: (B)(6) 2013, product type lead; product ID 3487a-45, lot # v915090, implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
Additional information received reported the patient is scheduled for pocket revision on (B)(6) 2014.

Event description:
Additional information received reported the burning pain was in the left buttock at the generator implantation site. It was noted the cause of the event was unknown. It was further noted the pocket revision had not yet occurred. It was reported by the hcp there was additional information in an attached note; however, no note was received. Follow-up was requested but not available at this time and will be added when received.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the manufacturing representative followed up with the patient "a week or so after the initial report." It was noted that the patient turned the device down to zero and off for a "better part of a week." It was noted that the patient did not need to use the device at that time because he was sick and spent most of his time in bed. It was noted that the patient was "febrile at that time as well." It was noted that even with the device turned to zero and off, the pocket site continued to feel warm to him. It was noted that when the device was turned back on, the patient reported good coverage and adequate relief of painful areas. It was noted that there was no significant change in sensation of warmth at the pocket site whether the device was on or off.

Event description:
Additional information received reported the patient had to go back to the or on (B)(6) 2014 to have some "dead tissue" removed. It was noted it was unknown if cultures were performed. It was reported the patient was still on antibiotics. It was noted that post-debridement seems to have cleared the area up "pretty well" and the site "feels better".

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient was still with same complaints of tenderness and warmth at ipg (implantable pulse generator) site. There were no complaints of stimulation coverage. All impedances were within normal limits. It was stated that pocket revision should take place in the next two weeks after the report.

Event description:
Additional information received reported the implantable neurostimulator (ins) was in an uncomfortable location. It was noted that the pocket revision had not yet occurred.

Event description:
Additional information received reported that the implantable neurostimulator (ins) was explanted on (B)(6) 2014. Exploration and de bridement on the day of explant were noted as actions taken for resolution. It was stated that no infection had occurred at the old pocket site and the patient recovered without permanent impairment.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the health care provider (hcp) noted a small amount of serous, straw colored fluid in the pocket. It was noted the patient was treated preoperatively with IV ancef. Additional information received reported the patient's device was relocated from their left buttock to their left flank. It was reported the site had been localized with anesthetic. It was noted the manufacturer representative will attempt follow up with the patient one week after report. Lastly, it was reported the patient had no therapy complaints and denied a need for reprogramming.

Manufacturer narrative:
Concomitant medical products: product ID 377760, lot# v006165, implanted: (B)(6) 2006, product type: lead. Product ID 377760, lot# v006165, implanted: (B)(6) 2006, product type: lead. Product ID 37746, serial# (B)(4), product type: programmer, patient. Product ID 37754, serial# (B)(4), product type: recharger. Product ID 3708220, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID 3487a-45, lot# v532255, implanted: (B)(6) 2013, product type: lead. Product ID 3487a-45, lot# v915090, implanted: (B)(6) 2013, product type: lead. Product ID 377760, lot# v006165, implanted: (B)(6) 2006, product type: lead. Product ID 377760, lot# v006165, implanted: (B)(6) 2006, product type: lead. Product ID 3487a-45, lot# v532255, implanted: (B)(6) 2013, product type: lead. Product ID 3487a-45, lot# v915090, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
Additional information received reported that the manufacturer representative spoke to the patient the day prior to the call and they were still having yellow drainage from the same incision where the implantable pulse generator (ipg) used to be located. The yellow drainage was coming from about an "1/8th of an inch opening". It was thought to be that a "wire" was irritating the site and was the cause of the problem. On (B)(6) 2015 the patient had the pocket debrided by their health care provider (hcp). A small amount of serosanguinoous drainage was noted on the dressing covering the wound on the patient's left buttock and the patient complained of pain at the site and the surrounding tissue. Prior to the debridement impedances were check and were within normal range and x-rays were taken showing the extension connections were directly superior to the area of concerns. The hcp then opened the stimulator pocket which was located several inches above the area wound in question and established there were no visible infections process. The leads were then disconnected and the ipg was placed to the side. Next the lead insertion site was excised and again, no visible infectious process was present. The leads were then pulled slightly toward the insertion site to create slack and the leads were cut. After anchor removal, the new leads were placed and the patient was brought out of anesthesia and test on the table resulting in full coverage with the new leads. The patient was put back under and the leads were anchored into place, tunneled to the pocket and connected to the existing ipg. Impedances were again tested and within normal limits and both incisions were sutured closed and covered with sterile dressings. Following replacement of the leads, the wound in question was then addressed. It was excised around the opening and fluid and tissue were removed. Only a small amount of serosanguinous fluid was noted in the space and no yellow drainage was seen coming from this wound. Two cultures were taken however the results were unknown at the time of the call. The remains old leads and extensions were then gently removed and the incision was flushed with copious amounts of vancomycin infused solution and the wound was sutured closed and dressed with sterile dressings. Once the patient was fully awake in recovery they were programmed with 4 group - 2 with complete coverage on 1 program each resulting in full coverage of the painful areas and pain relief. The patient was discharged and sent home with antibiotics. After follow-up on (B)(6) 2015 the patient was still doing well and recovering from surgery. The results from the culture were negative for infection. Information omitted pertaining to difficult lead placement during lead replacement.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported the patient had left their device off for almost a week, and still perceive the sight as being warm to the touch and easily irritated.

Event description:
Additional information received reported the patient had tenderness at both the old and new pocket site. It was noted that the burning sensation had resolved. It was reported the patient had full coverage of painful areas with the stimulation and had no complaints.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient was going to have another wound healing on (B)(6) 2014. The site had never resolved from the initial pocket revision and the site continued to be warm, painful, and easily irritated with a few small spots that did not seem to have completely healed. The patient had not had any further issues with the new implantable neurostimulator (ins) pocket site. The ins had not been working as well, but the patient thought it could be attributed to their level of discomfort at the older incision site. The manufacturing representative planned to meet with the patient on the day of surgery to see if reprogramming may offer further relief. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was experiencing small amounts of serosanguineous drainage from a "toothpick" sized hole at their old pocket site. The patient noticed the issue a day prior to the report.